Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the event occurred upon cleaning and sterilization of a large handle with quick coupling. The large handle with quick coupling was prepared for removal operation of locking compression plate-clavicle plate which was scheduled for (B)(6) 2018. However, a brown stain was created and adhered to the metal part of the handle. Cleaning and sterilization was repeated but did not resolve the issue. Alternative devices were shipped to the hospital prior to surgery so the affected handle was not used. There was no patient or procedure involvement. This report is for one (1) large handle with quick coupling. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional data: device manufacture date. DHR review was completed. Part: 311.431, lot: 8106637, manufacturing site: (B)(4), release to warehouse date: 25. Oct. 2012. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary investigation selection . Investigation site: zuchwil. Selected flow: 4. Visual - foreign substance/debris/cleaning/sterilization. Visual inspection: the returned handle is in a used, but still in a very good condition and fully functional. Only brown spots are visible at the coupling as complained. Drawing/specification review: lot 8106637 was manufactured in october 2012, (B)(4) parts according to our specifications. All devices were sold meanwhile, and we are not aware of any quality issues associated with this article- and lot number. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Recently their were concerns regarding the suitability of canevasit/phenolic handles (also known under trademark ferrocell) in the surgical environment through the synthes complaints process. We assure you that the canevasit/phenolic handles, although they are no longer the state of the art choice, are safe to use. Tests carried out by an independent laboratory (medical device services, gilching) have confirmed that a new canevasit handle, after sterilization is not cytotoxic. Synthes recommends to follow the available reprocessing instructions to avoid possible problems. An instrument with canevasit handle was subjected to 200 reprocessing cycles (each consisting of washing/disinfecting and steam sterilization) under worst case conditions compared to the reprocessing instructions. During this test, only a gradual (and acceptable) darkening of the handle was observed, and no signs of more severe degradation, such as bleeding or erosion were found. As part of our aspiration to offer the best quality products to our clients, in 2013, synthes has initiated a program to replace the canevasit/phenolic handles of all instruments sold with either medical grade silicone rubber or polyphenylsulfone (ppsu). We have identified over 300 different instruments with canevasit/phenolic handles. Many of the most sold articles are already available in either silicone or ppsu. We are in the process to convert a further 27 articles by quarter 4 of 2016 to increase our portfolio of instruments with silicone handles to cover about 60% of current demand. To remain within current regulations the exchange program has to follow stringent guidelines to ensure the instruments are safe and fit for purpose. Synthes would like to assure you that we are committed to offer all instruments with either silicone or ppsu handles by 2018 and like to thank you for your cooperation and patience. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis.